Event description:
It was reported that the gastrointestinal videoscope had a scope communication error followed by a frozen screen. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e226, no image. A root cause could not be identified. Based on the results of the investigation, it is likely that corrosion on plug unit caused the customer's allegation and the reportable issues found during the device evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.